Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white residue on both sides of air/water channel and auxiliary channel. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. A definitive root cause cannot be determined. Based on the results of the investigation, olympus confirmed foreign material inside the device, but a probable cause could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.